Manufacturer narrative:
H10: manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.investigation summary:one powerport MRI isp implantable port with 8 fr s/l power groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed, a complete break was observed and the surface of the break matched up. Tearing was observed near the stem. Two c-cracks were noted on both sections of the catheter. While the surface of the complete break appears to be more granular than the identified c-cracks, the c-cracks appear to be the result of flexural fatigue due to the smoothing of the surface on the opening of the crack. The investigation is confirmed for flexural fatigue damage. The identified crack is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the port catheter tip broke and migrated to the right ventricle. It was further reported that the fractured catheter tip was removed and the patient was kept overnight in the hospital. Reportedly, the patient was stable and was discharged the following morning.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device expiration date: 10/2018.

Event description:
It was reported that the port catheter tip broke and migrated to the right ventricle. It was further reported that the fractured catheter tip was removed and the patient was kept overnight in the hospital. Reportedly, the patient was stable and was discharged the following morning.